Manufacturer narrative:
Additional information: the initially observed in situ testing results were most likely caused by a transient erroneous setup, e.g. Misplacement of the external measurement coil, since measurements repeated at later date showed normal results. Furthermore, once the external components were troubleshooted, the user regained benefit from the device, which remains implanted and in use.

Event description:
During a routine appointment it was found that the device was not functioning within specification. In situ testing results taken at that time were indicative of a device malfunction. The external components were not checked as they were reported to already be broken since 2014. According to the recipient the hearing loss with the device was gradual. No accidents or trauma was reported. A new external cpu was given. As per additionally received information, latest in situ measurements showed all channel impedances within normal limits. The user has been refitted and has benefit with the device. The user will continue to be monitored but is reporting to be doing well with the device and is using it regularly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine appointment it was found that the device was not functioning within specification.